Event description:
As reported by the user facility: infusomat IV pump, ref # unk, serial # unk. Nurse infusing chem to run over 24 hours and noted it appeared meds were running ahead. Two other staff members confirmed this. Md was called and rate readjusted so that med would run over 24 hours. Please refer MFR report # 9610825-2013-00181.